Event description:
The pt's family member reported that the pt's sound processor was not locking quickly. In april 2004, the pt reportedly was seen at the center. Testing performed confirmed the report problem with the sound processor. External equipment was exchanged. Further testing confirmed that the device was no longer functioning. The next day, the pt was seen by a co rep. The decision was made to explant the pt's device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.